Manufacturer narrative:
Date of event: exact date unknown, event occurred a few years from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was nonfunctional. No device malfunction was suspected. The ipg was replaced and the patient was doing well postoperatively.